Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, the right ventricular lead exhibited loss of capture, low impedance, also noted was damaged insulation. The lead was capped and replaced successfully on (B)(6) 2016. No patient symptoms were noted.